Manufacturer narrative:
The crt-d and rv lead will not be returned. No further information on this event was able to be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead presented with a rise in pacing threshold measurements starting in (B)(6) 2017. The pacing threshold measurements had continued to rise and x-rays taken on (B)(6) 2017 confirmed that the rv lead had dislodged and was in the atrium. On (B)(6) 2017, the patient experienced cardio-pulmonary arrest at her home. The patient's status continued to deteriorate into multi-organ failure and neurological failure, leading to the patient's death. It was determined that due to the rv lead dislodgement, the crt-d delivered inappropriate therapy that triggered alternating ventricular tachycardia (vt) and asystole as well as double atrial/ventricular stimulation. There is an allegation that the malfunction of the crt-d and rv lead may have caused or contributed to the patient's death.